Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak. The patient said there was an air detected in cassette warning during drain 1 of 4. After the patient canceled treatment there was fluid found in the pump module area and on the external of the cassette. Technical services told patient to wait and retry the cycler the next day. Patient was able to do a manual treatment at that time. In a follow up, the patient indicated getting a new cycler. There was no harm, adverse event or intervention associated with the fluid leak event. The cycler set is not available to be returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak. The patient said there was an air detected in cassette warning during drain 1 of 4. After the patient canceled treatment there was fluid found in the pump module area and on the external of the cassette. Technical services told patient to wait and retry the cycler the next day. Patient was able to do a manual treatment at that time. In a follow up, the patient indicated getting a new cycler. There was no harm, adverse event or intervention associated with the fluid leak event. The cycler set is not available to be returned.